Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump failed to alarm after the line "came undone" and blood was shooting out of it. The reporter indicated that the patient experienced tingling on her right side. Subsequently, new tubing was reconnected, and the pump was running fine afterwards. No further adverse effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received with damaged battery door. Evidence of reported problem in event log was found. During the evaluation of the device no issue was found during the functional test. Device was able to alarmed "no disposable" when a cassette was unlatched.. The customer reported condition was not confirmed. No fault found. . Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.